Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The device was discarded by the customer. An investigation has been initiated based upon the reported information.

Event description:
Intracranial pressure (icp) parenchymal catheter was monitoring good waveform and icp when the patient knocked the bolt. As a result, the icp number was measuring in the low 20's. The doctor made the decision to insert a new 1104b (revision) catheter. Additional information has been requested.